Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced infection with vegetation and ra lead also broke off at the tip in the superior vena cava (svc). This lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced infection with vegetation and ra lead also broke off at the tip in the superior vena cava (svc). This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced infection with vegetation and ra lead also broke off at the tip in the superior vena cava (svc). This lead was surgically abandoned. No additional adverse patient effects were reported.